Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that the device stopped working, as he was unable to inflate the device. Upon revision, it was found that one of the cylinders had ruptured, resulting in fluid loss. Therefore, the ipp was removed and replaced with a tactra device. No patient complications were reported.